Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) displayed alert due to high out-of-range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for review and consultation of the data of this patient. Upon review, high out-of-range shock impedance measurements were determined. Troubleshooting options were discussed. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) displayed alert due to high out-of-range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for review and consultation of the data of this patient. Upon review, high out-of-range shock impedance measurements were determined. Troubleshooting options were discussed. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this implantable cardioverter-defibrillator and the post-shock impedance measurements decreased. At this time, the product remains in service and no adverse patient effects were reported.